Event description:
A complaint regarding a probe malfunction was received by galil-medical. In feburary 2005. The complaint stated that a probe failed during the set-up test prior to the clinical procedure. The report did not provide a detailed description of the event.